Event description:
It was reported the procedure was being performed on a female pt in the emergency dept. The physician attempted to insert the introducer needle into the pts subclavian when the needle cannula broke in half. The physician was able to pull the piece of needle that was protruding from the pt. See MDR# 1036844-2012-00278 for the second used on the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.